Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. All the work was completed on (B)(4) captured on related (B)(4). Based on the field evaluation, this reported event was confirmed. Fse replaced the high-resolution stereo viewer (hrsv) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The hrsv was analyzed and no related errors were found in artemis. Upon visual inspection, no issues were found that would relate to the complaint. The unit was then installed onto the golden system. Upon starting up the system, the vertical lines were observed on hrsv monitor. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause can be attributed to a component failure due to an electrical and/or fiber optical defect on the hsrv monitor.

Event description:
It was reported that during a training/demo of the da vinci system, the left surgeon side console (ssc) monitor was displaying purple color lines. No issues were observed with vision side cart (vsc) image. A system hard power cycle did not resolve the problem. There was no report of patient involvement or patient injury.